Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
D1 - copy& past brand name. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). G4 - PMA/510(k):this product is not marketed in the us. H6 - health effect clinical code 4581: non reactive pupil. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Elevated iop and non reactive pupil were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.